Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 38 synergy ii drug-eluting stent was advanced to treat a lesion. However, it was noted that the shaft kinked and subsequently broke in half. The procedure was completed with a new 2.50 x 38 synergy stent. No patient complications were reported and the patent's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft itself was broken at 828mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A snap gauge was used during examination to measure the crimped stent outer diameter (od) which the reading is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 x 38 synergy ii drug-eluting stent was advanced to treat a lesion. However, it was noted that the shaft kinked and subsequently broke in half. The procedure was completed with a new 2.50 x 38 synergy stent. No patient complications were reported and the patent's status was fine.